Event description:
As reported by legal team, on or about (B)(6) 2010 patient had knee replacement surgery with exactech defective product, resulting in serious injuries and the product has been recalled by the company and he requires a revision surgery. For that reason of the foregoing, the patient sustained serious personal injuries to various parts of the body; suffered and will continue to suffer great pain and anguish in body and mind; that the patient has received necessary hospital and medical attention by the reason of the injuries sustained; that the patient has necessarily received, is receiving and will continue to receive medical care and treatment in connection with the injuries suffered, and in connection with which expenses have, are and will continue to be incurred; that the patient has been greatly incapacitated and has been unable to attend his usual duties, as patient had theretofore done; the patient¿s injuries are permanent, protracted and disabling in nature.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, on or about (B)(6), 2010 patient had knee replacement surgery with exactech defective product, resulting in serious injuries and the product has been recalled by the company and he requires a revision surgery. It is stated that the patient sustained serious personal injuries to various parts of the body; suffered and will continue to suffer great pain and anguish in body and mind. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain that requires revision cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.